Manufacturer narrative:
Reported event: an event regarding incorrect tibial slope involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 557 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding incorrect tibial slope. There were only 0 other reported events. Conclusion: the discrepancy in anterior tibial slope is due to a base array motion, patient to CT landmark selection differences, failure of the user to capture the recommended bone registration point pattern, and the off-label selection of the rotational landmark. These factors create a difference between the surgeon expectation and mako software neutral implant rotational position.

Event description:
Surgeon reports excessive tibial slope. Case type: pka. As per the mps: I believe the surgery date was 12.13.18 and the issue was noticed on 2.6.19. Attached x-ray shows a tibial slope of 13.70 degrees. As per the mps: I believe a slope of 6 degrees was planned. The files were uploaded to the shared folder.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon reports excessive tibial slope. Case type: pka. As per the mps: I believe the surgery date was (B)(6) 2018 and the issue was noticed on (B)(6)2019. Attached x-ray shows a tibial slope of 13.70 degrees. As per the mps: I believe a slope of 6 degrees was planned. The files were uploaded to the shared folder.